Manufacturer narrative:
The returned device was reported for temperature change issues. The returned device matches the reported upn and lot. Visual inspection f the device revealed that the device does not have visual defects. During functional testing the steering knob and the tension control knob functioned properly on both lock and unlock positions. The electrical test was performed and the device was found within specification. The ablation was verified by using the maestro generator 4000, and the device was found within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that temperature did not change during ablation. A blazer ii was selected for an ablation procedure, after connecting the catheter to the connector and sealing the ablation parameters on the rf generator, the physician tightened the pedal and found that the temperature did not change. The temperature stayed at 50 degrees celsius. The procedure was completed using another catheter with no patient complications occurring.

Manufacturer narrative:
The complaint device was not returned by the customer. Therefore, no product analysis could be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that temperature did not change during ablation. A blazer ii was selected for an ablation procedure, after connecting the catheter to the connector and sealing the ablation parameters on the rf generator, the physician tightened the pedal and found that the temperature did not change. The temperature stayed at 50 degrees celsius. The procedure was completed using another catheter with no patient complications occurring.